Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown sensor issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise under an hour. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of an unknown sensor issue is reportable based on the finding of sensor noise under an hour. No injury or medical intervention was reported.